Event description:
It was reported that the customer inserted a sensor and noticed blood in the sensor and the readings were off. The customer's wife called emergency and they were advised to apply pressure. The customer's blood sugar was 110 mg/dl.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.